Event description:
It was reported that there have been multiple threshold spikes with the threshold becoming high before returning to a low threshold via ventricular capture management. During in office testing, the threshold has "always been good"; however, no check was performed when the outputs were "high." The healthcare professional did not think there were changes in medication at the time of the spikes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.